Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would intermittently turn off; cause was not known. Touchscreen was reported to be scratched. There was no reported impact to blood glucose. Although multiple attempts were made to contact the customer for additional information, customer did not reply.